Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that a right femoral hematoma in the medial circumflex femoral artery and av shunt in the femoral vein were observed on (B)(6) 2014. The medial circumflex femoral artery was treated by the embolus coil procedure. Patient's hospitalization was prolonged for treatment. Patient in remission (B)(6) 2014

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient's arteriovenous shunt existed prior to the ablation procedure (pre-existing patient condition).